Manufacturer narrative:
On 4/29/2019, the manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary completed on 4/29/2019: upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.1 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Additional information received on 4/26/2019 indicated that the replacement device serial number is (B)(4), catalog number 3501660. Date of implantation updated to (B)(6) 2011 based on estimation of the date of the sell of the product. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/17/2019, additional information received indicated that the patients race is hispanic american, and the implant procedure was breast augmentation revision, and the issue discovered through change in the shape of the left implant by the patient. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent an unknown breast augmentation with mentor smooth round moderate profile 375cc saline breast implants which the left side deflated after implantation. As a result patient had the device removed on (B)(6) 2019.